Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, it seems that the active electrode had migrated partially out of the cochlea. A full insertion was reportedly achieved during initial implantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient reported a decrease in access to sound with the device since (B)(6) 2015. An accident or trauma is not known.

Manufacturer narrative:
Additional information: based on the received information, it is very likely, that the active electrode has been damaged most likely due to an external impact. However to determine an exact root cause, a device investigation of the explanted device is necessary. A re-implantation surgery is planned, but not scheduled yet.

Event description:
The patient reported a decrease in access to sound with the device since (B)(6) 2015. An accident or trauma is not known. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported a decrease in access to sound with the device since (B)(6) 2015. In situ measurements showed 8 channels with high impedance. The change in measured impedances started on (B)(6) 2015. An accident or trauma is not known. Re-implantation is being considered.